Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus china, there was the possibility that the reported phenomenon was attributed to the aging deterioration because more than 5 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the subject device could not be turned on during preparation for gastroscopy procedure using the subject device and the video system center (cv-290). The user facility replaced the subject device with another device and completed the intended procedure. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. There was no patient injury associated with this report.